Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the haptic was stuck. There was no patient contact. Additional information was received by stating, there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).